Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened probe was received with no tip protector, in a pouch, for the report of actuation failure. The returned sample was visually inspected and was found non-conforming with the inner cutter stuck in the port. The sample was unable to be functionally tested due to the cutter remaining stuck in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. A couple of wear marks were observed at the bend area. The returned sample was unable to be functionally tested, however, the cutter remaining stuck in the port and the observed component separation would have contributed to and actuation failure, as was reported. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of a cutter occurred during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.